Event description:
Related manufacture reference number: 2017865-2022-44421. It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited noise oversensing. Interrogation during clinical follow-up noted that the left ventricular lead exhibited failure to capture. Programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
Correction: g3 ¿ awareness date in follow-up number 2 should have been sep 28, 2023 rather than oct 3, 2023. The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an unrelated issue of external abrasion breaching the ring electrode, in the proximal region of the lead. The cable coating and inner lumen were intact at this region. The cause of external abrasion was consistent with friction to the device can.

Event description:
New information received notes that both the atrial and right ventricular leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Final analysis found an unrelated issue of external abrasion breaching the ring electrode, in the proximal region of the lead. The cable coating and inner lumen were intact at this region. The cause of external abrasion was consistent with friction to the device can.